Event description:
This device was explanted and replaced due to eri. It was noted that there was a 3rd degree av block. The hosp retained the device. Should add'l info be received, this file will be updated.